Event description:
Reportable based on analysis on (B)(4) 2014. It was reported that catheter damage occurred. A 135/20 renegade hi-flo was selected for chemoembolization. When the catheter was removed from the hoop, the physician noticed damage to the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a fractured shaft.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was received for analysis. It was observed that the majority of the catheter was inside protective clip but part of the catheter was exposed outside the hoop. The exposed section was examined and a kink was noted at approximately 9.5 cm from the hub on the exposed section. The shaft was fractured at approximately 22cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).